Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had communication error. There were no reports of patient harm.

Event description:
The issue occurred during inspection for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. Corrected fields: e1, e2, e3. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens had adhesive material, and poor image quality. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined. The objective lens had adhesive material - this event is caused by a component failure of the objective lens. Poor image quality - this event is caused by a component failure of the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.